Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Although it was not listed in the complaint, according to the medical records vesica press-in anchor system was also implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Reason for surgery: enterocele repair and utero/sacral ligament colpopexy. Concurrent procedures: tvh/bso and cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 09/09/2013.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.